Event description:
It was reported that during breast biopsy procedure, the site would receive multiple cable error codes on the device. The instrument cable was worn. There were no pt consequences reported. The case was completed using another holster control module.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.